Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent additional surgery on (B)(6) 2013; however, no details are provided regarding this surgical procedure. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 03/08/2019. Additional narrative: it was reported that following the procedure the patient experienced mesh malfunction, multiple adhesions, and pain. It was reported that the patient underwent a mesh removal on (B)(6) 2013.

Manufacturer narrative:
Date sent to FDA: 04/03/2019. Additional narrative: it was reported that following the procedure the patient experienced abdominal pain.

Manufacturer narrative:
Date sent to the FDA: 4/3/2020.

Manufacturer narrative:
Date sent to FDA: 8/5/2020.